Event description:
I woke up not feeling right and noticed my insulin pump was not responding when I pressed the button to bring up the screen. I replaced the battery, reservoir, and cannula, and made a correction bolus and began drinking water to bring my blood sugar down. The alarm history on the pump indicates that a low battery alarm went off (B)(6) at 12:49am and a replace battery alarm happened at 1:01am, about 10 minutes later. At this time, I believe the pump stopped delivery of basal insulin. I did not wake up from the alarms. I was wearing ear plugs to sleep.